Event description:
It was reported that the patient received inappropriate shock due to dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. Hospital personnel the damage found was sustained during the surgical procedure.